Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for low flow alarms resulting in red heart alarms. The patient was found to have an active gastrointestinal (gi) bleed which the hospital suspected to be attributing to the low flow alarms. X-ray images of the percutaneous lead reportedly showed an area of stress that was described as "the braiding looked unstretched/slightly undone." The hospital was unable to reproduce any alarms. The patient's file was submitted to the manufacturer for analysis which revealed low flow hazard events, flow at 2.4 ipm and multiple pulsatility index (pi) events. During these events, the motor speed captured was above the auto low speed setting.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event and the patient outcome. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of low flow alarms was confirmed based on the patient's historical log file submitted to the manufacturer for evaluation at the time of the event. Although the low flow alarms were attributed to the gi bleed, a direct correlation between the pump and the reported gi bleeding could not be determined as the device was not returned for evaluation. Attempts by the manufacturer to obtain further information from the hospital were unsuccessful. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
Additional information was received from the hospital staff which indicated that the patient had repeated gi bleeding that required taking the patient off of anticoagulation for nearly 8 months while he had the pump. The patient did not have any further issues with the percutaneous lead and was later urgently transplanted. The patient was reported to be doing well. No additional information was provided.